Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical center. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that st elevation and occlusion occurred requiring additional intervention. A 2.75 x 28mm synergy xd drug-eluting stent (des) was advanced and deployed in the right coronary artery (rca) and was overlapped with another 3.00 x 24mm synergy xd des. An emergency coronary angiogram (cag) was performed due to st elevation, and a complete occlusion was found near the placement of overlapped stents. The cause of the occlusion was unknown. A non-boston scientific stent was then placed, and the procedure was completed. Two days later, cag was performed, good imaging and normal flow were confirmed at the target lesion. Due to st elevation, cag was performed again. As a consequence to delayed contrast imaging near the middle rca, a percutaneous coronary intervention, a thrombus aspiration, and a plain old balloon angioplasty were performed, and the procedure was completed. No patient complications nor injuries were reported, and the patient was scheduled to be discharged.